Manufacturer narrative:
The device was returned to abbott vascular for analysis. The reported material separation is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. It is likely a suture snag caused a separation of the link during step 3. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break occurred with a proglide device. The suture of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18fr sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.